Manufacturer narrative:
Event date was (B)(6) 2018. The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes had missing blue caps for the drain bag. The care giver noticed this during set up when they opened the new box of cassettes. There was no patient injury or medical intervention associated with this event. No additional information is available.